Event description:
It was reported that the patient with this inflatable penile prosthesis was dissatisfied as the device was not sized appropriately. The cylinder was undersized. The device was removed and replaced. No patient complications were reported.